Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An external/internal inspection was performed with no issues noted. Temperature verification testing was performed and the results were found to be within specifications. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Upon further inspection, it was noted that the piston foam was deteriorated and there was a crack in the door piston. Test article, piston foam, was installed and the device passed subsequent testing. A simulated therapy was completed successfully. The evaluation revealed the cause of the failure to be deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.